Manufacturer narrative:
Date of event was left blank on pr # additional information was received on 6/5/2023. The date of event was originally blank on pr (B)(4). The date of event is 5/15/2023. Section b - date of event was updated. Section g was also updated.

Event description:
The manufacturer became aware of an allegation from a user of a dreamstation auto CPAP that the airflow from the device caused a loose apnea clip (unknown manufacturer) to lodge into her mouth and then she swallowed it. The user states this happened two years ago but no specific date was mentioned. This dreamstation device has been exchanged for the philips recall. There is no allegation that the device malfunctioned, only that the airflow from the device caused the loose apnea clip to enter the user's mouth. The user states that blood has been found in her stomach and it is believed the apnea clip is still in her bowel or somewhere in her body. There is no information on the mask manufacturer or part number either. The device is unavailable for investigation. The user no longer has this device.

Manufacturer narrative:
H3 other text : user no longer has device due to exchange with recall.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging the airflow from the device caused a loose apnea clip (unknown manufacturer) to lodge into her mouth and then she swallowed it. The user states this happened two years ago but no specific date was mentioned. This dreamstation device had been exchanged for the philips recall. There was no allegation that the device malfunctioned, only that the airflow from the device caused the loose apnea clip to enter the user's mouth. The user stated that blood had been found in her stomach and believed the apnea clip was still in her bowel or somewhere in her body. There was a report of serious or permanent harm or injury. The patient also claimed that the incident with the part was on the mask itself and still owns that mask, but the old device had already been exchanged. The part was on the mask. As per device evaluation received on 09/10/2023: the device "dreamstation auto CPAP" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box b, d, h has been updated/corrected.